Event description:
The customer reported, one of the monitors goes black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the connectors on the display adapter pcb. System operates as intended. (B) (4).